Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found that the rbc aperture was plugged. The fse cleared the aperture to resolve the rbc signal issue. The fse also found that the actuators for valves vl4 and vl12f were not working. The fse also found that the 2 element sensor was not working. The fse replaced the actuators for valves vl4 and vl12f and the 2 element sensor to repair the hgb vote outs. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported the coulter lh 750 hematology analyzer was not generating a red blood cell (rbc) signal and was generating hemoglobin (hgb) vote outs. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.